Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient was having stimulation/paresthesia while the implantable neurostimulator (ins) was turned off. This issue was discovered since they fell about one month prior to the report. The rep met with the patient on the day of the report to check lead impedance and logs of use. It was noted that, when they turned on each group /program and turned them off to see if the patient still felt the paresthesia, the paresthesia remained even after turning off the ins. The issue was not resolved at the time of the report, surgical intervention was not planned and there were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the rep used their clinician programmer and turned off each program and waited a few minutes to see if the paresthesia diminished. While the level of paresthesia was less than when the ins was on, the patient tells us that he could still feel the paresthesia down both legs. The issue was reported to be resolved. No further complications were reported.